Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015, and the patient was reimplanted with another device during the same surgery. This report is filed september 23, 2015.

Manufacturer narrative:
The report is filed october 22, 2015.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; however, the issue could not be resolved.there are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(6), 2015.

Manufacturer narrative:
(B)(4): implanted device remains.